Manufacturer narrative:
Unit passed displacement test and self test. Unit received with unexpected battery power loss, high sleep current and high active current measurement, problem isolated to electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that their insulin pump had an low battery life issues. The customer¿s blood glucose was 5.8 mmol/l. Customer states she has to change her battery every 2 days. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.